Event description:
It was reported that stent thrombosis occurred. A 3.50 x 38mm synergy xd drug-eluting stent was implanted after non-boston scientific(bsc) intravascular lithotripsy (ivl) as well as other non-bsc revascularization techniques were performed. During the procedure, the activated clotting time(act) was therapeutic, however; the subject came back to the lab with pain a few hours later. Intravascular ultrasound(ivus) verified that the stent had thrombus and it was also undersized. The stent was then post dilated to properly size it within the lesion. There were no further patient complications reported and the patient was doing well.